Event description:
Medtronic received a report that the physician did not clearly see the onyx under screening. The regular onyx was used for the operation after having been shaken for 3 hours. Then the formula/onyx liquid was not seen under screening. The device was not inspected. The device was prepped per the instructions for use (IFU) with no issues identified. There were no patient symptoms or complications associated with this event. The lesion/vessel site or location associated with this event was the renal artery. The degree of tortuosity is unknown. There were no abnormalities reported in relation to anatomy. Medtronic received a report that the doctor called and said that after shaking the onyx for 3 hours, the physician used it but the physician had not seen the formula under screening, and this was a regular onyx (not l). The device was less radiopacking. No procedural stroke cineradiography images are available. The IFU (instruction for use) were followed during preparation, procedure, post-procedure. It was specifically noted that, "the formula was unseen under screen." Lesion/vessel site or location associated with the event was the renal artery. No patient symptoms or complications were associated with this event. No abnormalities were reported in relation to anatomy. Additional information was received. The causes or contributing factors for the event were not identified. The patient is in very good condition. The vessel tortuosity was asked but no answer. There was no surgical or medicinal intervention required. When asked for clarification on if this file is related, it was reported that " it means that it happened also with the onyx that have been used , already wrote the mpxr number." The information has been confirmed/provided by the phsyician.

Manufacturer narrative:
Event was previously reported in regulatory report (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.